Event description:
It was reported that during priming with one unit of prismaflex st150 set, an external fluid leakage was observed from the lowest part of the dialyzer, "where the line is connected to the dialyzer". There was patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Manufacturer narrative:
The unrinsed device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Air leak testing was performed and observed a leak at the level of the filter blood header port. A crack was observed in the blood header port. The reported condition was verified. The cause of the condition not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.